Event description:
The hosp reported that during an endoscopic vein harvesting procedure, after initial dissection and once the dissection tip was removed, it was noticed that there was a piece of the dissection tip dislodged inside the pt. The harvesting cannula was inserted into the tunnel and the piece of the dissection tip was identified and removed through the original incision. A new vh-3000 was used to complete the case. There was no harm or injury to the pt. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular rec'd the device and performed the investigation. Visual inspection revealed that one piece had detached from the proximal end of the dissection tip, from about 1/3 of the circumference. The remaining circumference was cracked and part of it was beginning to detach. Based upon the visual observation, the reported complaint "dissection tip piece detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to the reported failure mode. This lot was manufactured prior to several corrective actions put into place for this type of failure mode. (B)(4).